Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, a trapezoid basket was used to crush a stone but failed. Additionally, the tip failed to separate to release the stone from the basket. The handle was cut off from the device and the basket was removed from the patient. A non-bsc device was used to crush the stone and complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reportedly stable.